Event description:
It was reported that the patient measured heart rate under 50bpm (base rate 60bpm); unipolar exit block. The device was explanted, replaced and subsequently tested out of specification consistent with the notification advisory for this device. No further patient complications were reported as a result of this event.